Event description:
It was reported there were missing ECG strips from alarm review following a patient code. Following a code and transfer of the patient to ICU, the customer did not find ECG strips in alarm review and requested assistance. Engineering reviewed the clinical audit log, revealing yellow ECG leads off technical inop alarms multiple times at approximately 05:30, with nothing being recorded until 07:42 at the time of the code.

Manufacturer narrative:
A philips remote clinical application specialist (cas) assisted the customer remotely and reviewed the clinical audit trail which revealed yellow ECG leads off technical inop alarms multiple times at approximately 05:30, with nothing being recorded until 07:42 at the time of the code. The cas was unable to determine the cause, the case was escalated, and an onsite visit was requested to pull ivpm configuration files, logs, and perform a function check on all affected equipment. A philips technical consultant (tc) went to the customer's site. The tc spoke with a biomed and a nurse manger, they stated after the patient event at 07:45 when they went back to see what was going on, which was around 08:15-08:20, they found that the alarms in the monitor had been turned off. They also noticed only two alarms from a span of 05:15-08:15. The tc was unable to gain access to the patient room (23) due to another patient being in the room and using the same monitor. The tc spoke with the national support team specialists (nsts), who requested the clinical audit logs for the past 24 hours, a monitor configuration from another monitor in the emergency department (ed) that was the same model (mp30). The tc also sent a picture of the patient cuff and finger sensor that was being used throughout the hospital. A conference call with the customer was held with the tc and nsts. The nsts reviewed his findings and allowed the customer to ask questions. The nsts also performed some testing with the biomed staff to try and generate and reproduce the issue that resulted in missing data. The nsts requested that more information from the system be pulled and directly from the monitor as well since it has now been taken out of service. The tc went back to the customer's site to pull the additional information requested. The information was reviewed by the nsts and the log review identified that on (B)(6) 2025 at 23:25 the ECG/arrhythmia alarms were turned off for bed ac23 at ac23. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This case was reported as a request for an alarm review and there was no indication or allegation the device was related to the patient code. Additional information was requested, and it was clarified the nursing staff was unaware of the patient's change in condition; therefore, the report type was updated from a product problem to a serious injury. The provided logs and configurations were reviewed by the national support team specialists (nsts) and the escalation action was closed indicating the log review identified that on (B)(6) 2025 at 23:25 the ECG/arrhythmia alarms were turned off for bed ac23 at ac23. The resolution for the customer is to "end case" after each patient is removed from the monitor and to ensure that all alarms are active when connecting the patient to the monitor. Based on the information available and the testing conducted, the root cause of the reported problem was arrhythmia alarms were turned off. The system meets the specification for the performed service. The device remains at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there were missing ECG strips from alarm review following a patient code; however, it was clarified the nursing staff was unaware of the patient's change in condition. When staff walked by the patient's room, they noticed alarm lamps flashing on the monitor, though the specific measurement was not provided. The patient was resuscitated and transferred to ICU; however, the current status of the patient remains unknown. Engineering reviewed the clinical audit log, revealing yellow ECG leads off technical inop alarms multiple times at approximately 0530, with nothing being recorded until 0742 at the time of the code. The clinical audit logs and configuration were reviewed further, revealing the ECG/arrhythmia alarms had been turned off at 23:25 the day before the event. The resolution for the customer was to end case after each patient is removed from the monitor.